Manufacturer narrative:
Investigation - evaluation: a review of the compliant history, device history record, manufacturing instructions, specifications, and quality control data was conducted during the investigation. Investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "migration, embedded (possible perforation), not retrievable, chest pain, shortness of breath, anxiety, and high blood pressure". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported chest pain, high blood pressure, shortness of breath, or anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Based on the provided information, [no product returned/inspection of returned product], and the investigation, a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
William cook europe initially reported event under MFR report #3002808486-2016-00323. Information was received identifying that the product was a cook inc. Product. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on june 16, 2016 as follows: plaintiff allegedly received an implant on (B)(6) 2012 via the right common femoral vein due to pulmonary embolism (pe) and trauma and underwent an attempted retrieval on (B)(6) 2013. The removal was abandoned according to procedure notes because 'tip of the tulip filter was ingrown into the caval wall.' Plaintiff is alleging migration, embedded in vena cava wall, device is unable to be retrieved. The plaintiff alleges chest pain, high blood pressure, shortness of breath, and anxiety without further detail.